Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump intermittently did not deliver multiple boluses requested by the customer. The customer would enter the bolus to be delivered, but no bolus was calculated or delivered by the pump. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.